Manufacturer narrative:
The device is not available for return at this time. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient had a superficial infection at the xiphoid site with purulent discharge which failed to heal. The system was explanted. No additional adverse patient effects were reported.